Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery (rca) that was moderately tortuous and mildly calcified. A xience pro 3.5 x 18 mm stent was implanted and a distal end dissection occurred. The dissection was treated with another xience pro. There was no reported clinically significant delay in the procedure. No additional information was provided.